Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) would not open. The ring around the top of the instrument looked a little damaged, and the internal metal piece fell out. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. No fragment fell in the patient. Instrument was inspected prior to use and removed from the field. Instrument was not used on patient, it was found during setup and taken off the field. Issue was found during setup of case. No other images or videos are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "the ring around the top of the instrument looks to be a little damaged, and the internal metal piece fell out." The monopolar curved scissors (mcs) instrument tube adapter was found to have abrasions on the tip. A visual inspection of the overmold for damage such as cracks, indentations, or missing material was performed and failed due to scratch marks/abrasion on the adapter. There was no missing material from the tube adapter overmold. For clarification there was a detached drive rod that was returned with the instrument. The instrument's drive rod was found to have a detached fragment. A visual inspection for damage such as cracks, indentations, or missing material was performed and failed due to detached fragment from a portion of the drive rod coming out of the instrument tip. The missing material was returned with the instrument. The missing material is the remainder drive rod that fell out of the instrument estimated at 78.5 mm long. A visual internal inspection for damage was performed and failed due to a broke drive rod. The grip knob was manually rotated and failed to function. For clarification as a result of the broken drive rod, the grip knob was not functioning. The instrument was unable to be functioned on the in-house system due to being unable to install the mcs tip. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.